Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of seroma is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: ¿terrible deep pain¿, breast feels ¿different, more sensitive by touching the skin¿ when the pain occurs. Patient was ¿very worried¿ about the implant in the body since the patient had pain. The patent had fear. The patient once ¿saw a rash on the skin¿, so was worried if everything was all right with the breast and the implant inside. Patient feared alcl. "Possible small seroma/double capsule leading to asymmetry. Rotation of implant.

Event description:
Patient reported right side ¿terrible deep pain¿, breast feels ¿different, more sensitive by touching the skin¿ when the pain occurs. Patient was ¿very worried¿ about the implant in the body since the patient had pain. The patent also reported fear. The patient once ¿saw a rash on the skin¿, so was worried if everything was all right with the breast and the implant inside. Patient feared alcl. Additionally, physician reported "possible small seroma/double capsule leading to asymmetry. Patient has asymmetry prior to implantation, but rotation of implant made it worst. Device has been explanted.